Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 7/10/2017 with the following findings: -pump¿s paint is scratched and chipped in multiple area. Battery compartment is cracked below the grip pad.returned battery cap is able to fit. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment. This report is made based on the results of an investigation completed on 07/10/2017